Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found crack on right plunger case. There was evidence of the error found in the event history log (unable to download). The customer reported problem was not verified/duplicated at power up. The investigation was unable to determine the cause of the reported problem. The customer had the speaker replaced and the problem persisted. No fault was found based on the reported issue. As preventative action, the interconnect board was replaced and preventative maintenance conducted along with all functional testing. The root cause of the reported problem was unknown/no fault found. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 11-oct-2022 via email and attached to the complaint object: this device did not fail while being used on a patient. The issue was noticed during cleaning.

Event description:
It was reported that the device presented multiple primary audible alarms. Main speaker replacement did not resolve the issue. No patient injury was reported.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.